Event description:
Material no:320144, batch no: 8157552. It was reported that during use of the bd ultra-fine¿ pen needle the pen needles were clogged. Nothing came out of the pen needle during the injection. There were 15 occurrences. The following information was provided by the initial reporter: from phone call on (B)(6) 2019 13:48:19: consumer reported 15 of her pen needles were clogged. Nothing came out of the pen needle during the injection. She uses new pen needle each time of her injection. She gets the nano pen needle from the pharmacy. Lot#8157552; expiration date-2023-06; incident date-unknown. Consumer left voicemail regarding 15 of the pen needle not working.

Manufacturer narrative:
Investigation: customer returned (4) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needles were clogged. All returned pen needles were examined and 3 out of 4 samples exhibited a bent non patient end of the cannula. This could cause no medication to flow through the cannula. The remaining sample was tested and was able to expel properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no:320144; batch no: 8157552. It was reported that during use of the bd ultra-fine¿ pen needle the pen needles were clogged. Nothing came out of the pen needle during the injection. There were 15 occurrences. The following information was provided by the initial reporter: verbatim: from phone call on (B)(6) 2019 13:48:19: consumer reported 15 of her pen needles were clogged. Nothing came out of the pen needle during the injection. She uses new pen needle each time of her injection. She gets the nano pen needle from the pharmacy. Lot#8157552; expiration date-2023-06; incident date-unknown. Consumer left voicemail regarding 15 of the pen needle not working.